Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 made a clicking noise. The user stated that if the drawer was not pulled at the correct moment, it locked and displayed a failed hardware message. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found that the unit was in working condition, and the escort could not recreate the reported error. Inspection revealed packaging material and ipa pad debris around the latch components and sensors, which the fse removed as needed. The escort then ran a drawer inventory, and the unit operated with no issues at that time. The system functioned as intended after the field service engineer investigated and repaired the device.